Event description:
Hold sl 10-20-2022. It was reported that the snap clamp assembly (4040) broke in to pieces while used in a procedure. Parts fell into the surgical site, fragments were removed/collected and disinfected. An x-ray was taken and no parts were found inside the patient. No patient injury, death or surgical delay was reported.

Manufacturer narrative:
The snap clamp assembly (4040) was returned for evaluation. Failure analysis: evaluation of the snap clamp assembly found that there was not enough bracketing on the threads to prevent the bolt from unscrewing all the way and backing out, causing the snap clamp assembly to "break into pieces". The unit was not actually broken, rather it was able to come apart. This is a manufacturing error that was addressed via previous correction of lot code 209. This clamp is part of lot code 201, which was manufactured prior to lot code 209. Since this issue has been addressed after the manufacture of lot code 201 clamps, no further corrective action is necessary. Root cause: the root cause of this issue was determined to be operator error during manufacturing. There was not enough bracketing present on the threads to prevent the bolt from backing out. This issue has been addressed and corrected via internal corrective action for all snap clamp assembly 4040s manufactured after this batch. Therefore no further action or investigation is planned for this complaint. This issue will continue to be monitored and trended as required per internal procedure.